Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported a patient presented for a procedure on (B)(6) 2021. During procedure, the atrial lead position was adjusted many times but there was no capture achieved with high output. The lead was replaced in the same procedure. Post-procedure the patient was stable.